Manufacturer narrative:
A case of system explant due to ineffective stim was reported to abbott. No product returning due to facility policy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00089. It was reported that the patient had their system explanted due to ineffective stimulation despite several attempts to reprogram the patient.